Event description:
The customer reported that bellavista 1000 alarmed for the following sequence of errors: alarm 388 "no o2 dosing possible" alarm 271 - "o2 supply fail - no o2 dosing possible" & alarm 151 - "o2 concentration low" during patient use. There is no harm noted in this reported event. The patient was transfer on another unit.